Event description:
Implant failed due to an osseointegration problem. The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.

Event description:
Implant failed due to an osseointegration problem.